Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that suction feature on the vapr premiere 90 electrode device was out of order. There was no surgical delay nor adverse patient consequences reported. No additional information was provided. The device was brand new and its first use when the issue occurred.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the suction feature of the electrode was out of order. The device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation and rests of tissue debris. The electrode will be sent to the manufacturer for the suction test and further analysis. Manufacturer evaluation result for vapr premiere 90 electrode -ea: device was not returned in the original packaging. The active tip is in a unused condition. There is tissue debris visible in the active suction port. Residue visible in the suction tubing. The electrical test was performed, as a result, all the parameters passed the test. Functional testing was conducted; the flow rate and flow rate post activation test failed. Manufacturer summary: from our investigation we're able to confirm the customer reported suction issue with the returned electrode. The blockage was found at the proximal end of the active suction tube and was caused by uv glue. The failure mode seen has been caused by uv glue within the active suction tube and is consistent with other complaint devices investigated under a CAPA. A DHR review has been performed for lot u2003108; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device u2003108 number, and no non-conformances were identified.